Manufacturer narrative:
Physio-control completed a clinical review of the file and determined that the device use did not contribute to the patient outcome. Through analysis of the electronic patient record, it was observed that defibrillation was not indicated based on the patient's ECG throughout the event. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced both the system and memory pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The reporter contacted physio-control to report that during an event their device locked-up and became unresponsive. The patient, an (B)(6) female, had collapsed at a nursing home. The nursing home staff responded and began CPR, as well as connected an AED for treatment. The AED performed an analysis and provided a no shock advised decision. Nursing home staff then continued CPR until the paramedics arrived. The patient was down for approximately 11 minutes prior to arrival of the paramedics. A paramedic who was present at the event stated that they connected the patient to their device using 3rd party therapy electrodes (conmed r2) and witnessed a "flat line" on the monitor. CPR was continued until another paramedic felt a pulse and thought that the patient was responding to pain. They then stopped CPR and attempted to change from paddles lead ECG to an ECG lead set (specific lead set unknown); however, the device display appeared "frozen." The customer could not recall if the issue corrected itself, or if they did something specifically to resolve the issue; however, the device started operating normally again and provided two no shock advised analyses. The patient was then transferred to the local hospital with a pulse; however, it was later confirmed that the patient did not survive the event. The paramedic who was on scene advised that it was his opinion that the device use did not contribute to the patient's outcome. It was likely that the outcome was a result of the patient's age and pre-existing conditions.